Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The fse was dispatched to customer site and evaluated the device. The defective power cord was received for failure investigation. To address the ground resistance failure, the fse replaced the power cord. The fse replaced the front bezel to address the nav-ring issue. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator has been returned to the customer. The power cord was received for failure investigation. Root cause: the customer returned power cord had a bad protective ground connection near the wall power plug that caused varying ground resistance when flexing the power cord near the wall plug. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ground resistance was high and during preventative maintenance (pm) service, the field service engineer (fse) found the navigation ring (nav-ring) non-functional. There was no patient involvement reported.